Event description:
Burke tri-flex bariatric bed slid while pulling patient up in bed-second instance. Found that front wheels on all beds of this type, total of 6 beds in facility, still roll forward and backwards while in locked position.